Manufacturer narrative:
Foreign report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative reporting that during the implant procedure it was found that the protection tube was missing, the top connection of the extension with the lead. An alternative product was used and the issue was resolved.